Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mr x2 implantable pacing leads: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed infection endocarditis from the implanted pacemaker system. Therefore the pacemaker system was removed. It was noted that the patient is part of the surescan pas study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.